Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicated hyperglycemia of 500 mg/dl. Customer declined troubleshooting for high blood glucose because it was caused by insulin pump suspension due to insulin flow block. Troubleshooting was performed for insulin flow block alarm. No possible cause was found. Customer was not able to remove set to test site for occlusion. It was unknown whether the customer was using auto mode feature at the time of reported high blood glucose event. The device will not be returned for analysis.